Event description:
I have mentor breast implants and was told they were safe. I was perfectly healthy but now suffer from so many autoimmune diseases, I can't keep track of them anymore with the symptoms of breast implant illness and now have swollen lymph nodes. I've had numerous tests done, I can't even begin to list them. Chest pain, headaches, body aches, hormonal issues, joint pain, forgetfulness, etc. FDA safety report ID# (B)(4).